Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they did troubleshooting and found that the unit was not calibration and the transducer test fails. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received

Event description:
The customer reported to vyaire medical that the vela ventilator has xducr/transducer fault during set up. The reporter confirmed that there is no patient involvement associated on this event.